Manufacturer narrative:
A supplemental MDR is being submitted to retract the previously reported event. Sections b4, g3, g6, h2, h6: health effect - clinical code and h11 have been updated. According to the provided medical records, approximately 7 months and eight days, the patient presented sepsis and endocarditis, embolic to the body from tavr valve endocarditis; there was root abscess extending into the aorta mitral curtain and onto the mitral valve. At the time of this report, the information available does not suggest the edwards sapien 3 ultra resilia valve malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this device; therefore, the explant event is no longer considered FDA reportable.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 7 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position, the valve was explanted due to an unknown cause. A 23mm surgical valve was implanted in the aortic position.

Manufacturer narrative:
The investigation is ongoing.